Event description:
This device was not used to treat or diagnose a pt. The biomed tech was checking out the humidifier by "wiggling" the probe in the jack. This caused the humidifier to display intermittent readings. The tech removed the probe from the jack. While touching the metal jack cover, (with the probe out of the socket), the tech reportedly received a minor electrical shock. There were no burns and no treatment was required.